Manufacturer narrative:
The insulin pump was received unable to prime during prime/a33 test due to faulty force sensor resistor. Unable to complete functional testing due to prime anomaly. All operating currents are within specification, no unexpected low battery or off no power alarms noted. The insulin p ump has minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer required a hospital visit during a high blood glucose event. The blood glucose reading was 22.0 mmol/l. The customer's mother stated that the customer was treated with manual injections. She stated that the customer had been driving and was in a vehicular accident. The caller did not have insulin at the time of the incident and they had to go to the emergency room to obtain insulin. The customer complained of sickness in the stomach. The most recent blood glucose reading was 8.3 mmol/l when the insulin pump was getting stuck during the prime process. Upon troubleshooting, the caller was advised to perform a complete infusion set, reservoir and insulin change, but she did not feel confident in the insulin pump and requested its replacement. Nothing further reported.